Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿a small indirect inguinal hernia sac was identified, along with the fat, sac was excised. Then a bard flat mesh was placed onto the abdomen using sutures.¿ on (B)(6) -2015 - patient was diagnosed with chronic right groin pain thereby underwent open repair with removal of bard flat mesh and neurectomy. Per operative notes, ¿the bard flat mesh was identified, it was not fully incorporated, and it was removed. The proximal ileal inguinal nerve and genitofemoral nerve were scarred to the mesh and both were resected.¿ attorney alleges that the patient had nerve damage, pain, hernia recurrence and poor incorporation of mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of bard flat mesh, patient was diagnosed with nerve damage and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists pain as a possible complication. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.